Event description:
It was reported that during a supply change the cartridge connector fractured, leaving part of the connector lodged in the chamber and preventing removal of the cartridge and completion of the supply change. Symptoms included no injury. Outcomes included interruption of therapy and the need for device replacement. Investigation included review of user report and device history review. Investigation of this case revealed a fractured cartridge connector and inability to extract the broken fragment using available means. It was concluded that the device experienced a component breakage of the cartridge connector that rendered the device unusable and required replacement.